Event description:
It was reported that the device reached elective replacement indicator (eri) and there was an unexpected complete drop in the battery with no data evident. It was noted that the prior battery voltage measurement approximately five months prior was 3.02 volts. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the device flex circuit had overstress electrical/arching.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.